Manufacturer narrative:
All buttons functioning properly during testing. No damage on keypad assembly or unlocked keypad connector noted during visual inspection. Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was stuck button alarm on the insulin pump. Customer¿s blood glucose was 250 mg/dl at the time of incident. Insulin pump had failed battery test alarm. The insulin pump will not be returned for analysis.